Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after completing the load sequence, the pump displayed that there was over 180 units of insulin in the cartridge. Reportedly, it was unknown how much insulin had been used to fill the cartridge. However, tandem technical support educated the customer that the insulin gauge will update to a more accurate value after the delivery of 10 units of insulin. The customer's blood glucose level was 168 mg/dl.